Event description:
The patient contacted lifescan and reported that their one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). During troubleshooting, it was verified that this was not a new product and that the meter was previously set in the correct unit of measurement. The patient had not recently changed the units of measurement in the meter settings. The patient was tested by a medical professional, but did not receive any treatment. Based on the information provided, there is indication that the product has malfunctioned. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient does not recall going into the meter settings. However, there is no information to conclude that the product caused/contributed to any injury. A replacement meter was sent to the patient.